Manufacturer narrative:
Patient city: (B)(6) patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient faced an infusion set tape not sticking due to weak glue event on (B)(6) 2026. No further information available